Event description:
Rptr has had rashes and excoriation on hands after using gloves since 1989, and is now having them on face, eyes and lips since 1998. Rashes have included severe swelling of eyes. Has not done pt care since 2-23-99. Facial reactions are now brought on by aerosolized latex as well as any direct exposure. Rptr is trying to keep her job but has met with resistance from her facility.